Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating part of the central pin of the dc (direct current) power connector was damaged. There was no patient involvement at the time of the discovery, and no user health consequences nor impact was reported.